Event description:
Lap. Cholecystectomy- " at the removal of the gallbladder, the bag was damaged on the underside - so the gallbladder had to be removed without the bag."patient status: ok.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed a small tear near the bottom of the bag. The bag showed signs of tension, clearly visible in the stretching near the burst site. Previous tests have shown identical stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to improve the tensile strength of the bag and further minimize the potential for this type of incident to occur. This document represents our final report.